Event description:
It was reported that the caller reports no stimulation sensation. The caller reports a loss of therapeutic effect. Caller states the ins (stimulator) stopped working the night before reported event date and he had no one to contact to get the device checked, due to the holiday weekend. Caller mentions the patient does not have an appointment but she went to see the hcp(healthcare provider) and hcp was in surgery and nurses don¿t know how to read the ins. Caller was seeing a lower battery ins icon on the patient programmer.

Manufacturer narrative:
Product ID 3889-41, lot# va042tz, implanted: 2013 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).